Manufacturer narrative:
D1 (brand name) & d4 (catalog, serial) has been updated. Ppae (tachycardia): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 58-year-old patient developed post cardiotomy cardiogenic shock and required impella 5.5 placement. She developed some ventricular tachycardia when changing positions and an echo was done requiring some minor repositioning. She did have some hypotension but was having gi issues at the time. She was ultimately transplanted and the impella device was removed. The tachycardia could have been caused by impella and position change